Event description:
Biomed reported overinfusion of 500 ml heparin within 1 hour. New bag of 25,0000 u heparin/500 ml was hung at 6:40 pm. User states she paused device, hung new bag, changed vtbi to 400 ml, and resumed infusion at previous parameters of 21 u/kg/hr (34.1 ml/hr). At 7:15 pm, oncoming nurse found bag dry. Pt required additional lab monitoring but no other treatment was given. No signs of bleeding or other sequelae were noted after the event. Device event logs received. Investigation is ongoing. Follow-up report will be filed when investigation is complete.